Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns dell x50 handheld computer was not performing as intended despite troubleshooting the equipment with a known good vns wand and computer. The suspect computer, programming wand, and flashcard were returned for product analysis. Analysis of the wand did not reveal any anomalies and the wand performed per specifications. Analysis of the computer and flashcard is still pending.